Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high-voltage epicardial defibrillation patch had fractured. The patch is expected to be abandoned and the physician is evaluating how to replace it. The patch currently remains in use. No patient complications have been reported as a result of this event.